Manufacturer narrative:
The field service engineer (fse) observed fluid leaked at the tubing at pinch valve vl46a. The fse replaced the affected tubing to resolve the fluid leak issue and replaced the small diameter green tubing to the sheath restrictor coil as a preventive measure. The fse primed the system, verified system startup, latron and controls. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported less than two milliliters of fluid leaked within the coulter lh 780 hematology analyzer at the upper restrictor. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. There was no patient impact associated with this event. The customer cleaned up the fluid leak following laboratory procedures; the laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.